Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2026-126599 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the supplemental MDR, product was received on 5/7/2026 and it was determined this complaint is not reportable per (B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 05/14/2026. The applicator was received and evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).